Event description:
A report was received that the patient had discomfort at the pocket site and underwent a battery revision wherein the ipg was replaced with a new one as per the physician's preference. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.